Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. D4: batch # u5cu26. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what confirmation was received that the device was fully fired? Not available. Did the device staple? Not available. Was the staple line complete? Not available. Were there any staples missing from the staple line? Not available. What was the shape of the staples (b-formation, irregular, legs straight)? Not available. Were the staples deployed into the tissue? Not available. Were the staples seen in the surgical field? Not available. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? No. The surgeon only mentioned it didn't fully cut. No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, staples are not complete. There were no patient consequences.